Event description:
It was reported that there was high lv (left ventricular) threshold. Lead revision was planned, but for now the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7121q competitor lead, implanted: (B)(6) 2010; 457445 lead, implanted: (B)(6) 2013.